Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An imp,tsv,3.7,10,mtx,mg (item # tsvtb10) was received for investigation. Visual inspection of the as returned product identified some signs of wear from use in the form of residue coating the implant, but no other signs of significant wear, damage, or deformation. Pictures or x-ray images of the implant sites were not provided. A device history review was performed and no related non-conformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16) and instructions for use for screw-vent implants (9665 rev 0-09/14) information identified: applicable information can be found in the warnings and adverse effects sections. Complainant reported bone loss, infection, pain, inflammation, and implant mobility. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet # (B)(4) . Weight was not provided and is unknown.

Event description:
It was reported that a patient experienced an infection with bone loss after implant placement. The implant was removed.